Manufacturer narrative:
Directlink module was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "date of event unknown". "There were no consequences for the patient, except that we could not measure pressure, but the patient also had an evd (external ventricular drain) and with that you can also measure a kind of icp". "No delay in patient care". "Patient has been discharged to the nursing department; current status unknown. Patient is an adult".

Event description:
N/a.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2023-00361, 3013886523-2023-00362. A facility reported a multi trauma patient with a normal intracranial pressure (icp): after 5 minutes there was a fluctuation in icp line; high drift and negative drift. They did everything according the procedure, directlink was green, changed module , changed sensor several times. Sensor was in situ and checked the directlink: no signals like red or orange light, it was green.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.